Manufacturer narrative:
Update to b2 and d2. Reported event: it was reported ¿rob 472 descriptions are one had proud anterior cut and the other one had a deep(by 2mm) posterior cut. Case type: tka. Surgical delay: 16-30 minutes. Go from press fit to cemented due to the deep distal cut.¿. Additional information provided by the mps indicates that rob472 was a typo and the correct robot to investigate was in fact rob947. Product evaluation and results: review of the case session files was not performed as case session data was not provided. The files saved by the mps were corrupt and no further information has since been provided. Product history review of the device history records associated with rob947 shows that on 29/08/2019, 1 device was inspected, and 1 device was placed on qt. Complaint history review. A search of the complaint database under device identification pn 209999 reports similar complaints for tka software - inaccurate resection. Conclusions: the failure could not be determined as no case session data or logs were provided after three communication attempts were made. The files saved by the mps were corrupt and no further information has since been provided. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
Rob 472 descriptions are one had proud anterior cut and the other one had a deep(by 2mm) posterior cut. Case type: tka. Surgical delay: 16-30 minutes. Go from press fit to cemented due to the deep distal cut.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): descriptions are one had proud anterior cut and the other one had a deep (by 2mm) posterior cut. Case type: tka. Surgical delay: 16-30 minutes. Go from press fit to cemented due to the deep distal cut.